Event description:
It was reported that a large volume infusor did not flow. This occurred during infusion of 252ml fluorouracil in 0.9% sodium chloride. The reporter stated that the device had been connected to the patient; after five days, no drug had been delivered. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the device was discarded by the customer, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.